Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that the patient experienced an allergic reaction while using the infusion set and some small water blisters appeared on her skin. She needed medical assistance and her doctor prescribed the use of psorex ointment.